Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that during transport of a ventilated and monitored pt, the battery supply of the device failed without prior warning. The device indicated a fully loaded battery prior to transport. According to the device description, the battery time is indicated to be 180 minutes. There was no pt injury reported. (B)(4).